Event description:
It was reported that this right ventricular (rv) lead exhibited spiky noise with oversensing. There was no evidence of pacing inhibition, and the patient's underlying rhythm was observed throughout the noise. Additionally, this lead exhibited a single low out-of-range shock impedance measurement of 6 ohms. Rv lead implant status was unclear. No adverse patient effects were reported. The health care professional (hcp) reported that this right ventricular (rv) lead was explanted at the recent device changeout in (B)(6) 2023, however device tracking indicates this rv lead remains in service. If additional information becomes available this report would be updated at that time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited spiky noise with oversensing. There was no evidence of pacing inhibition, and the patient's underlying rhythm was observed throughout the noise. Additionally, this lead exhibited a single low out-of-range shock impedance measurement of 6 ohms. Rv lead implant status was unclear. No adverse patient effects were reported. The health care professional (hcp) reported that this right ventricular (rv) lead was explanted at the recent device changeout in june 2023, however device tracking indicates this rv lead remains in service. If additional information becomes available this report would be updated at that time. Additional information received reported that this right ventricular (rv) lead exhibited similar noise with prolonged oversensing, resulting in inappropriate anti-tachycardia pacing (atp) delivery. Technical services (ts) discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.